Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one month and three weeks of post deployment, patient presented with the complaints of abdominal pain. A computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter in place. Thrombus was noted within the inferior vena cava at, below and above the filter. Thrombus within the filter and extending superior to the filter for at least 4 cm. On the same month, a computed tomography study was performed which showed interval improvement in clot burden. Around, two months later, a computed tomography study showed that near complete resolution of pulmonary embolism. Around, one month later, a computed tomography of chest was performed which showed new pulmonary embolism and felt to be due to small thrombus on the top of the filter. On the same month patient presented with the complaints of chest pain associated with shortness of breath. Around, ten days later, patient presented with the complaints of chest pain and dyspnea. A computed tomography angiogram of chest was performed which showed evolving moderate clot burden within the pulmonary arterial system, improving but ongoing in the right upper and middle lobe distributions and grossly stable to the right lower lobe. Segmental and subsegmental clot burden to the lingula and left lower lobe grossly stable. No new filling defects identified in the pulmonary arterial tree. After, nine days, patient presented with the complaints of chest pain. A computed tomography angiogram of chest was performed which showed increased clot burden compared to prior study. After, two days, patient presented with the complaints of chest pain and shortness of breath. After, three days , patient presented with the complaints of chest pain and shortness of breath. A computed tomography angiogram of chest and abdomen was performed which showed partially visualized inferior vena cava filter. The lobar and segmental filling defects involving the left upper and lower lobes have increased in overall volume. Similarly, both lobar and segmental filling defects to all lobes on the right have increased in volume, particularly to the right upper lobe. Overall clot burden of pulmonary emboli continues to progress bilaterally. No clot identified within the main pulmonary arteries. On the next day, through the vein access, a suprarenal inferior vena cava filter was deployed for tilted infra-renal inferior vena cava filter. After, nine days, mechanical thrombolysis was performed. Around, one month and two weeks later, patient presented with the complaints of chest pain. Around, one month and one week later, a computed tomography angiogram of chest was performed which showed interval resolution of previously seen pulmonary emboli. No new emboli are seen. Therefore, the investigation is confirmed filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced thrombus above the filter and pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately six months post deployment, the CT scan revealed that the filter was tilted. On the most recent CT, the previously identified supra-filter clot was not visualized and plan to place a suprarenal ivc filter. Therefore, the investigation is confirmed for the filter tilt. However, the investigation is inconclusive for the post implant pe. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.